Manufacturer narrative:
The device from the reported incident has not yet been returned to angiodynamics for evaluation. Upon receipt of the device and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
PICC located in patient's right upper arm (basilic vein) was removed and replaced due to leakage. The leakage was noticed at the dressing site 4 days after insertion. Trouble shooting was performed (flushing with normal saline) and clear fluids were noted coming out from the site. It was reported that the "patient tolerated procedure without any complications."